Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2006; 419388 lead, implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient alert occurred. Review of device information noted an alert for out of range atrial impedance. A lead integrity alert (lia) was later triggered due to impedance fluctuations and high rate non-sustained events. Isometrics were performed and were able to product right atrial (ra) lead and right ventricular (rv) lead noise and oversensing. The rv lead was reprogrammed tip to coil and no noise or oversensing was observed. The patient is scheduled for explant and replacement of both leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.